Event description:
It was reported that the patient presented to the emergency room; and upon interrogation, it was noted that the pacemaker was in backup vvi mode. The pacemaker was reprogrammed. The patient was reported to have intermitted palpitations prior to intervention and was stable after reprogramming.